Manufacturer narrative:
The reported events of inability to interrogate and no pacing output were confirmed. The device was received with no output and no telemetry communication. The device was cut open and the battery was at below end-of-service levels. High current was observed during the analysis, and it was isolated to an anomalous integrated circuit on the hybrid circuitry, which caused the battery to drain prematurely, consistent with the reported event.

Event description:
It was reported that the device exhibited a loss of pacing and was unable to be interrogated. The device was explanted and replaced. The patient was stable.